Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance during withdrawal with the balloon catheter. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated as 11/01/2024 d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that bmw universal ii guidewire was noted to be sticking to the balloon during the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.